Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using hemosil reagent. On (B)(6) 2020, the meter result was 1.8 inr and the laboratory result was 2.5 inr on (B)(6) 2020, the meter result was 1.9 inr and the laboratory result was 2.7 inr. The therapeutic range was 2.0-2.5 inr and the customer tests weekly.